Manufacturer narrative:
The data acquisition (da) board was returned to the ventilator's manufacturing facility for evaluation. The data acquisition board was tested and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2016, date rcvd by MFR: 05/23/2016 .

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc ) failed. There was no patient involvement.